Event description:
Cs21 dlu open button was pressed several times causing flexshaft to torque without trocar advancing out of dlu bucket. While removing both the dlu and flexshaft it was observed that the dlu had come apart at the seam; pieces were removed from jejunum. Some staples formed, however, it is unknown if the pt's tissue condition or the malfunction of the device caused the excessive bleeding to occur. Oversewing was required to complete case.